Manufacturer narrative:
Correction: report type and h1 - type of reportable event should be malfunction instead of serious injury

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No programming changes made were reported and the patient continued to be monitored. The patient was stable throughout.